Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced loss of capture resulting in asystole of unknown duration during a pacing threshold test due to sub-threshold outputs. The technician performing the test reported the cancel/stop button on the programmer screen did not respond immediately when pressed to end the test after loss of capture. The patient reported experiencing dizziness and discomfort but no syncope was observed. The status of this programmer is unknown.